Manufacturer narrative:
The complaint investigation for falsely elevated architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70285ud01. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. The overall performance of architect total b-hcg reagent was reviewed using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 70285ud01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect total -hcg results for one sample. The following results were provided: (B)(6) 2025 sid (B)(6) initial result = 663.39 miu/ml, new sample result = 0.0 miu/ml, repeat result of original sample tube = 563.21 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect total -hcg results for one sample. The following results were provided: on (B)(6) 2025 sid 365 initial result = 663.39 miu/ml, new sample result = 0.0 miu/ml, repeat result of original sample tube = 563.21 miu/ml . No impact to patient management was reported.